Event description:
It was reported that the device was approaching elective replacement indicator much sooner than expected. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was approaching elective replacement indicator much sooner than expected. The device was explanted and replaced due to "diminshed longevity". The atrial lead was reported to have high threshold and no capture at maximum output. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was approaching elective replacement indicator much sooner than expected. The device was explanted and replaced due to "diminished longevity". No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Pre/approaching recommended replacement time (rrt). The weekly battery voltage trend data in save to disk file (B)(4) shows min battery was 2.881 to 2.636 volts between (B)(6) 2012, is before device rrt <= 2.6251 volt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Pre/approaching recommended replacement time (rrt). The weekly battery voltage trend data in save to disk file (B)(4) shows min battery was 2.881 to 2.636 volts between (B)(4) jun-2012 is before device rrt <= 2.6251 volt.

Manufacturer narrative:
Product event summary #(B)(4): the device was returned, analyzed, and analysis of the device revealed normal battery depletion. (B)(4).